Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The bending angle was insufficient due to the elongation of the angle wire. The insertion part tube was crushed due to an external factor. The forceps could not be inserted smoothly due to the collapse of the forceps channel due to an external factor. There were scratches on the insertion part tube, operation part, rotation mechanism, top of the insertion part, switch box, grip, universal cord, operation part side of the universal cord, up/down plate, scope connector cover, and angle lever due to external factors. The curved rubber adhesive was missing. The scope connector may have been scratched due to external factors. The contacts of the scope connector were discolored due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the insertion section on the evis lucera elite bronchovideoscope was crushed. Additionally, the scope had an insufficient angle. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the insertion tube had peeled off due to deterioration. This report is to capture the reportable malfunction of the peeled off adhesive on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was due to repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions. Olympus will continue to monitor field performance for this device.